Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on the received photo and batch record review, all relevant tests performed during the manufacturing process and final product release met requirement. However, a preventative action had previously been opened for improvement on the graduation marking length and implemented in march 2016;the product from this lot was made before action implementation. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted.

Event description:
It was reported that "the markings on ett size 3.0mm was not accurate". A photo is attached depicting an unomedical 3.0mm et tube abutting an unknown measuring device. No patient harm was reported as a result of this product issue.